Event description:
This is filed to report a clip opening while establishing final arm angle (efaa). It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat grade 3-4 functional mitral regurgitation (mr). The first clip was implanted with no reported issue. During the deployment sequence of the second clip, the clip opened while attempting the first establishment of final arm angle (efaa). Troubleshooting was performed (cycling grippers, opening back up above 60 and relocking) and it continued to open continuously. The clip was removed without issue. Another clip was implanted with no reported issue, reducing mr to <1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported unintended movement of clip open during establishing final arm angle (efaa). There is no indication of a product issue with respect to manufacture, design, or labeling. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).h7, h9: notification and corrective action number added.